Event description:
Nurse found pt breathless and pulseless. Called code blue. Obtained defibrillator cart. Put on stat-padz, front and back. Switched unit to "on". Unit said, "stand clear", audibly and visually on monitor screen at top. At bottom of screen, unit said "analyzing" and "120j sel". The monitor went blank at the top of screen and appeared to have frozen. Did not give message of any kind, audibly or on screen. No beeps were heard, but unit did not say, "no shock advised". There was no response to the analysis. Nursing supervisor checked connector to pads (even though there was no advice to do so) and then, still getting no response, went into manual mode. Unit intermittently picked up what appeared to be compressions from CPR and then would go to dotted line (----). New pads were then put on the pt, but the pads never picked up a consistent signal. Supervisor pushed "summary" to print, but it did not go to the next screen to select a print command. Unit was plugged into wall outlet and charge light was on.